Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited noise, post-paced t-wave oversensing and post-sensed t-wave oversensing. The patient received no high voltage therapy from the oversensed noise. Interrogation also revealed noise on the right ventricular competitor lead. No intervention performed. The patient will be monitored.